Event description:
It was reported that during a veterinary total hip replacement surgery, it was observed that the bearings on the quick coupling device were bad. As a result, there was a five minute delay in the surgical procedure. An identical spare device was used to complete the surgery successfully. There was no human patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made an unusual noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wearout. This was further defined as wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.